Event description:
It was reported that the anchor was broken during use. No patient injury was reported.

Manufacturer narrative:
The reported multifix s-ultra 5.5mm knotless implant, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed.

Manufacturer narrative:
The reported multifix s device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established based on our visual. From the information provided, the anchor broke during use. Visual evaluation shows the device was received mfs die. Distal end of the die and the anchor body were not returned. The returned multifix s device is a single use device therefore functional test cannot be performed in the condition it was received. Based on visual observations, customers complaint was confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) incorrect alignment during or after anchor insertion. Incorrect alignment or levering of the device during use can result in damage to the device or device failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.